Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose was 160 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.